Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple call service alarms on the pump. The reporter indicated that the pump alarmed for a call service, the pump was rebooted three times but alarmed for a call service alarm during the rewind step each time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings:one call service 075 alarm was observed in the pump black box history on the reported date of failure. During testing, the pump attempted a rewind, load, and prime but was unable to complete due to a call service 064 alarm. The pump was unable to be exercised due to the call service 064 alarm. The pump was opened for further investigation and damage was observed on the pump motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.